Event description:
On (B)(6) 2012 customer reported that the lh750 slide stainer had liquid in the bath overflow tray. The sensor detected the overflow, however, the customer could not locate the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the spill was contained in the bath spill tray. Fse could not determine which bath overflowed. Fse replaced most of the fluidic tubing, the pressure sensor for the system and two of the liquid level sensors. This resolved the issue.

Manufacturer narrative:
(B)(4).